Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer advised they did not eat food the entire day however their blood glucose level continued to rise. Customer then removed the insulin pump and treated their high blood glucose via manual injection. Customer experienced blurry vision due to high blood glucose levels.